Event description:
Facility reports the resident raised their arms and fell out of the sling onto the floor. The resident was being lifted up in a sara 2000. Personal injuries were back and l1 compression fracture. They are not positive if the present fracture is an old or new injury.